Event description:
It was reported that the patient suffered from pain in operated hip ongoing from (B)(6) 2012. This was treated with painkiller and physiotherapy. After aseptic loosening was diagnosed, a revision occured on (B)(6) 2015. It was noted that the femoral stem and head were replaced. The reported cup was well fixed and left implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding stem loosening involving a hipstar stem was reported. The event was confirmed. Method & results: device evaluation. Device evaluation could not be completed as the devices associated with the event were not returned. Medical review: a review of the reported event by a clinical consultant concluded: available x-rays in 2015 show a grossly loose stem in varus with radiolucent lines all around plus distal cortical hypertrophy and pedestal formation below the stem tip. At revision surgery, the hipstar stem was loose and exchanged for an alloclassic sl device (zimmer) with new femoral head and liner in a shell that was retained because well-fixed. No implants were returned for investigation. This pi case has its root cause of failure in a procedure-related factor of cup malposition causing overload in the bearing section thereby contributing to stem failure. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation confirmed that loosening of the stem had occurred. A review by a clinical consultant concluded that cause of failure is ''cup malposition causing overload in the bearing section thereby contributing to stem failure'' no further investigation for this event is possible at this time. If devices and/or additional information is received by stryker orthopaedics this investigation will be reopened.

Event description:
It was reported that the patient suffered from pain in operated hip ongoing from (B)(6) 2012. This was treated with painkiller and physiotherapy. After aseptic loosening was diagnosed, a revision occured on (B)(6), 2015. It was noted that the femoral stem and head were replaced. The reported cup was well fixed and left implanted.